Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Device currently not active in therapy. Had them initiate start. Fmea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step #ra12. Based on this review the risk is within the expected range. The serial number for this investigation is unknown. The latest labeling revision will be reviewed (baw2800548 revision 3). The instructions-for-use under baw2800548 revision 3 and baw2800424 rev. 2 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the charge nurse called. Night shift stated that they swapped out arctic sun devices last night and could not seem to get this device running for normothermia. Device currently not active in therapy. Had them initiate start. Device alarmed 14 (patient temperature 1 probe out of range). Plugged up probe and verified patient temperature (pt) registering. Patient temperature (pt) was 92.3f, targeted temperature (tt) was 37c rewarm rate 0.9f/hr. Restarted therapy and water temperature (wt) was 70f and rising. Advised to let the device run for the next hour or two and monitor. Call back if patient temperature (pt) was not increasing or they receive any alerts or alarms. Explained they could trouble shoot accurately when therapy was running so did not stop therapy before calling in sn (B)(6).

Event description:
It was reported that the charge nurse called. Night shift stated that they swapped out arctic sun devices last night and could not seem to get this device running for normothermia. Device currently not active in therapy. Had them initiate start. Device alarmed 14 (patient temperature 1 probe out of range). Plugged up probe and verified patient temperature (pt) registering. Patient temperature (pt) was 92.3f, targeted temperature (tt) was 37c rewarm rate 0.9f/hr. Restarted therapy and water temperature (wt) was 70f and rising. Advised to let the device run for the next hour or two and monitor. Call back if patient temperature (pt) was not increasing or they receive any alerts or alarms. Explained they could trouble shoot accurately when therapy was running so did not stop therapy before calling in sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.